Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there was an issue with the evp assay. The customer could see quite immediately that curves looked different. Patient samples were involved but no patient impact was reported. The following information was provided by the initial reporter: issue with evp-assay. ¿was it obvious that the results were erroneous/could not be trusted? The issue was related to the evp crosstalk that has been seen at a few other customers. From my understanding the customer could see quite immediately that curves looked different. Is a confirmatory test always performed? @satu koskiniemi maybe you know? Were patient samples involved? Yes were erroneous results reported to the clinician? Not that we are aware of were patients treated based on erroneous results? Not that we are aware of if yes, was there any negative impact to the patient?¿

Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there was an issue with the evp assay. The customer could see quite immediately that curves looked different. Patient samples were involved but no patient impact was reported. The following information was provided by the initial reporter: issue with evp-assay. ¿was it obvious that the results were erroneous/could not be trusted? The issue was related to the evp crosstalk that has been seen at a few other customers. From my understanding the customer could see quite immediately that curves looked different. Is a confirmatory test always performed? @(B)(6) maybe you know? Were patient samples involved? Yes. Were erroneous results reported to the clinician? Not that we are aware of. Were patients treated based on erroneous results? Not that we are aware of. If yes, was there any negative impact to the patient?¿

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives" while running the evp assay. Fse was dispatched to the customer site. Service performed reader checks including efc and reader ratio. Re-normalization was performed on the readers and reader heater muxes were cleaned. Qualification run was performed, and instrument was returned to the customer operating to bd specifications. This complaint is confirmed by service. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an elf/fai of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Complaints for results are within statistical control for the month of september 2022. The upper control limit was not breached, and trends were not identified associated with this defect. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrm-maxinst-aph rev 22 the potential risk of the reported failure mode is false positive, which is an s3; reference (B)(4).